Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the operator removed the 8x30 precise pro rx self-expanding stent (ses) and flushed, the stent came out (dislodged). There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, when the operator removed the 8x30 precise pro rx self-expanding stent (ses) and flushed, the stent came out (dislodged). There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis, coiled inside a clear plastic bag. The device was unpacked and visually inspected. During inspection, the following observations were made: the stent was deployed approximately 0.5 cm, and the hemostasis valve was securely closed. No other notable abnormalities were identified. Dimensional analysis was performed, and both the usable length and the l2 length were found to be within specification. Functional testing was conducted to verify proper stent deployment. The hemostasis valve was unlocked, and the stent deployment test was initiated by retracting the outer sheath while maintaining the inner shaft in a fixed position. The push rod advanced toward the distal tip as expected, and the stent deployed successfully. The stent expanded normally, exhibiting no signs of damage or anomalies. The reported ¿stent delivery system (sds) deployment difficulty premature/during prep¿ was observed during analysis of the returned device. Based on the limited information available, it is most likely that inadequate stabilization of the stent delivery system during flushing or removal from the packaging tray resulted in unintentional stent deployment or displacement. In the absence of additional procedural or handling details, it cannot be conclusively determined whether the event was attributable to user technique, procedural factors, or device malfunction. Device evaluation demonstrated proper functionality and dimensional conformity, suggesting that the reported event is more consistent with procedural or handling factors rather than a manufacturing or design-related cause. According to the instructions for use, which is not intended to mitigate risk, ¿caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Open the outer box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. E. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. F. Close the stopcock attached to the tuohy borst y connection. G. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ the product analysis and information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.